Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an ankle stability repair procedure on (B)(6) 2015, the tip of the anchor inserter fractured, cutting the suture. Another anchor was used to complete the procedure with no delay. No pieces were retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."

Event description:
It was reported that during an unknown procedure on (B)(6) 2015, the tip of the anchor inserter fractured, cutting the suture. Another anchor was used to complete the procedure with no delay. No further information has been provided.